Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive after suspected overheating during hot weather, with the screen not turning on and the device not recovering after charging; the user reverted to multiple daily injections and a replacement device was provided. Symptoms included hyperglycemia with a reported peak of 283 mg/dl lasting about one hour, without ketone testing or medical intervention. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy, with no hospitalization. Investigation included troubleshooting and user education, and logistics for device replacement and return. Investigation of the returned device revealed a hardware malfunction consistent with a sleep/wake button or display/power failure on the ilet, with no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the user interface/power control consistent with hardware malfunction.